Manufacturer narrative:
(B)(4). H6: adverse event problem - additional+b30:c39.

Event description:
It was reported that the sensor deployed on its own. Product was provided for evaluation. An external visual inspection was performed and failed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. No injury or medical intervention was reported.